Event description:
When customer tilted the table to the vertical position the sfd (spot film device) slid to the foot position until the mechnical end was reached, breaking the covers of sfd and the potentiometer of the cassette tray. Concern is for possible pt injury. There were no injuries.